Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of flow related alarms. A review of the patient¿s treatment records identified that the patient drained 8104 ml during drain 2 of the treatment. This drain volume is 404% of the patient's prescribed fill volume of 2005 ml. As a result of the iipv event, the patient discontinued use of the cycler and notified their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up with the patient¿s pd nurse it was verified that the patient did not have any adverse event, harm, or intervention due to the overfill event. The patient did receive a new cycler and is doing treatments without any further issues. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indication of dried fluid within the cassette compartment. There were visual indications of dried fluid behind both pump mushroom heads. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp1, hp2, and hp3 were found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of flow related alarms. A review of the patient¿s treatment records identified that the patient drained 8104 ml during drain 2 of the treatment. This drain volume is 404% of the patient's prescribed fill volume of 2005 ml. As a result of the iipv event, the patient discontinued use of the cycler and notified their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up with the patient¿s pd nurse it was verified that the patient did not have any adverse event, harm, or intervention due to the overfill event. The patient did receive a new cycler and is doing treatments without any further issues. The cycler is available to return as a sample product.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of flow related alarms. A review of the patient¿s treatment records identified that the patient drained 8104 ml during drain 2 of the treatment. This drain volume is 404% of the patient's prescribed fill volume of 2005 ml. As a result of the iipv event, the patient discontinued use of the cycler and notified their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up with the patient¿s pd nurse it was verified that the patient did not have any adverse event, harm, or intervention due to the overfill event. The patient did receive a new cycler and is doing treatments without any further issues. The cycler is available to return as a sample product.